Manufacturer narrative:
Title cerebral oximetry fails as a monitor of brain perfusion in cardiac surgery: a case report source cases-anesthesia-analgesia.org, volume 12, 2018 (441-443) article number: 12 date of publication: 15 june 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed, during a orthotopic lung transplantation for interstitial fibrosis, there was a profound unilateral drop in cerebral oximetry despite normal neurologic outcome in a (B)(6)-year¿old woman with no known underlying carotid or cerebrovascular disease. The left cerebral oximetry decreased to 42% from a baseline of 77%, with the right maintained at 68%, close to a baseline of 61%. Head position, cannulae, cpb, and physiologic parameters including paco2 were checked and found to be within expected parameters. The left sensor was replaced, with an immediate increase to 68%. The patient was extubated in the intensive care unit and found to be neurologically intact. It was reported that the leading hypothesis for sudden normalization of values was a unilateral faulty sensor, despite high baseline values and apparently normal function before the decrease. There was no patient injury.